Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "patient presented to operating room (or) for revision of tibial hardware. During the procedure a drill bit broke while inside of the patient's bone. All pieces of the bit were removed from the patient and accounted for, collected in a cup, and removed from the surgical field. The pieces were then given to management. Per the intraoperative x-ray films, no fragments were left inside the patient."

Event description:
As reported: "patient presented to operating room (or) for revision of tibial hardware. During the procedure a drill bit broke while inside of the patient's bone. All pieces of the bit were removed from the patient and accounted for, collected in a cup, and removed from the surgical field. The pieces were then given to management. Per the intraoperative x-ray films, no fragments were left inside the patient."

Manufacturer narrative:
Correction - please refer to g1 reporting contact, h6 health impact code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Although the reported event could not be confirmed, incidents observed with pangea drills were acknowledged by r&d. Tests will be performed to determine the root cause(s) and solutions will be taken accordingly to increase the reliability of the instruments and user's satisfaction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. No indications of material, manufacturing or design related problems were found during the investigation.